Event description:
The device was used during a laparoscopic assisted vaginal hysterectomy. It was reported the surgeon fired the device and then switched to blue cartridge for second firing. The instrument did not fully fire and did not cut. A second device was opened to complete procedure. There was no consequence to the pt.

Manufacturer narrative:
A1,2,4,b6,7,d5,10-information was not provided. H6-code 400: damaged firing mechanism. Based upon the information received and the visual examination, it was concluded that the instrument was returned non-functional. The instrument was disassembled and found to have a damaged firing mechanism. The returned cartridge was missing the lockout tab and middle alignment finger. No conclusion could be reached as to how this damage occurred. Some conditions which result in damage to the firing mechanism are: interrupted firing cycle, tissue thicker than indicated, attempting to fire through a spent cartridge, firing prior to complete clamping of the jaws and failure to properly follow reloading instructions.